Event description:
It was reported that while using the neptune 2 rover ultra during a procedure the smoke evacuator failed. If the smoke evacuator fails during a procedure the surgical staff could experience irritation to exposed mucous membranes. The case was completed successfully without any clinically significant delay. There was no medical intervention, adverse consequences or known impact to the patient or staff.